Event description:
Customer reported an issue with the bas module ii, which may have affected o2 and co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's multigas module and adjusting the unit's power supplies. Unit was calibrated and safety tested to factory specifications.